Event description:
Spontaneous call from (B)(6), home health nurse, to report after two hours into infusion pump gave an error ¿download occlusion.¿ nurse tried to change tubing, all necessary steps to keep infusion going through pump, but not able to, so she will finish infusion with gravity. Now will need a replacement pump. Lot number and expiration date unknown. Pump available for return. Patient did not miss infusion and no indication: chronic inflammatory demyelination polyneuritis. Reported to (B)(6) by health professional.